Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin, and tandem customer technical support provided off-label insulin messaging, which the caller acknowledged and understood.